Event description:
A prolene mesh screen was placed into stomach to hold down hernias. The screen broke into pieces. Pieces had to be removed creating scar tissue. Scar tissue caused frequent vomiting (food had difficulty going down). When scar tissue was removed, some intestine also had to be removed. Now frequent diarrhea occurs almost to a debilitating state. At one point, pt almost died from potassium deficiency (caused by severe diarrhea). Had to be hospitalized for this deficiency. Pt lives on medication to curb diarrhea and it's accompanying flatulence.